Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23013, 1627487-2020-23014. It was reported the patient had ineffective stimulation so had an additional lead was added at l2 to address the issue on (B)(6) 2020. Therapy confirmed post-op.